Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the caster support blocks were broken. He replaced the casters and the support blocks to repair the bed.